Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis (fa) of a da vinci product involved with this complaint. The medium-large clip applier instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the clip applier instrument failed the clip test due to the misapplication of the clip. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was unable to load the clip due to the severely bent grip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the medium-large clip applier jaws would not close and the clips would fall out. The procedure was completed as planned with no reported injury.